Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified common femoral artery using a retrograde approach with a prostyle after a percutaneous coronary intervention using a 6f sheath. Reportedly, when inserting the device into the patient with the guide wire exit port at skin level, it was noted that the distal end of the non-abbott guide wire was unraveling. After struggling to remove the guide wire, a new guide wire was inserted and the prostyle was removed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert and difficult to remove were not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. In this case, the non-abbott guidewire unraveled, the prostyle device operated as expected. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.